Event description:
Pt underwent surgery to correct sternal deformity. Subsequent to surgery bar dislodged, causing need for add'l surgery. Event not thought to be user or product problem, but rather expected complication.